Event description:
It was reported that upon opening the device a small burr on the tracheostomy tube was discovered. No patient involvement was reported.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one (1) photo was received for evaluation. Visual inspection was performed. Visual inspection found the burr noted by the customer was visually confirmed. This was compared to the in-process inspection criteria and was determined to be considered acceptable. Based on this information, this complaint cannot be confirmed as something that should be considered a manufacturing nonconformance. No corrections or corrective actions are deemed necessary at this time, however this issue will be communicated to manufacturing personnel so they are aware that this issue is one which our customers have initiated a complaint for.